Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was dead due to exposure to moisture. Customer also stated that the insulin pump had crack at the clip area at the back. No harm requiring medical intervention was reported. Customer reported that the insulin pump was neither bumped nor dropped. Troubleshooting was successfully performed, however, the customer will discontinue use of the device. The product will be returned for analysis.